Event description:
It was reported that customer received a motor position encoder error alarm and a motor error alarm. As a result of alarms, customer had an emergency room visit on (B)(6) 2015 due to high blood glucose. Customer was advised that insulin pump would need to be replaced. Customer will call back with more hospital information. No further information provided.

Manufacturer narrative:
Pump passed prime/delivery test, displacement and basic occlusion test. Pump received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm noted in alarm history. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing. Cracked reservoir tube lip, minor scratches on display window and cracked reservoir tube noted during visual inspection. Unable to perform occlusion and excessive no delivery alarm test due to motor error alarms.